Event description:
It was reported that patient enrolled in a clinical study underwent a right partial knee arthroplasty on (B)(6) 2009. Subsequently, a revision procedure was performed on (B)(6) 2010, due to loosening of the femoral component. All components were removed and replaced with a total knee system.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: number 4 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, and/or excessive activity."